Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154832.

Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold and oversensing of an unknown source. No interventions were performed. The patient's condition was unknown.